Event description:
It was reported that the patient presented in the operating room for a scheduled atrial lead revision on (B)(6) 2017 due to the presence of noise being noted on the atrial lead. Low pacing lead impedance was also noted. During the procedure right ventricular noise was also discovered so the physician decided to replace the rv lead as well. The right atrial lead was explanted and the right ventricular lead was capped, both leads were replaced and the procedure concluded successfully with the patient having remained stable before, during, and after the procedure and they will continue to be monitored.